Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user facility that during the laparoscopic gastrointestinal surgery, the power of the monitor oev261h turned off 5 minutes after the start, and the main body blacked out. It could not be resolved even though it was restarted. The subject device was used in combination with otv-s190 and wa50042a. The user replaced the otv-s190 with another device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Omsc presumed that the phenomenon occurred due to circuit board failure.